Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, failed battery test, pump error 63-hardware low level failures. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer did not receive a low battery alert prior to the replace battery alert. The customer did not receive the battery failed alarm after the troubleshooting. Customer was able to clear the error and successfully complete fill cannula delivery test. No damage reported to battery cap contacts or battery compartment. No harm requiring medical intervention was reported. Mmt-1885 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement test, active current measurement, and sleep current measurement. Pump¿s history and trace files downloaded successfully using thump software. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomalies noted. However, pump error 63 (variable=15) (line number 147 file number (B)(4)) was confirmed in the formatted history file on (B)(6) 2024 at 10:54:00.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. No failed battery alarm noted during testing however, noted in the pump trace download on (B)(6) 2024 at 10:54:03.000.pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case battery tube side, and stained keypad overlay. Pump error 63(variable=15) (line number 147 file number (B)(4)) was confirmed in the formatted history file due to possible hardware error with twi interface (esf# (B)(4)). Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss was not confirmed. Customer allegation for failed battery alarm not confirmed during testing or in the power management graph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.